Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir ring of insulin pump was broken and reservoir compartment had crack all the way down of insulin pump. Customer stated that the retainer ring was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device was received with a crack in the battery tube that extends to the top of device where a piece of the battery threads broke off. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).